Event description:
02 sensor unstable. 02 alarm periodically going off 2 times in 5 hours. 02 increased to 57% from 35% setting. The o2 module of the device was found defective and is to be returned for evaluation. The report is a result of service report screening.